Event description:
It was reported that when 1 watt ablation was performed for impedance measurement, a report was received that the temperature rose. The device was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis could not confirm the reported event. No change in temperature was noted while decreasing the power output to 1 watt. The device failed functional testing for displaying a number on the lower display during the ablation cycle each time the device beeped. The number displayed was unable to be recreated after the first occurrence. All circuit boards were replaced as a preventative and the device then passed functional testing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.